Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had bolus stopped alarm more than five times. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states they were able to clear the alarm. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected bolus stopped alarms noted during testing. Insulin pump tested ok.